Event description:
The customer was on vacation and the device read 235 - 435 mg/dl. Based upon the readings they increased their insulin dosage and passed out. Emergnecy medical technicians came and checked glucose at 20 - 40 mg/dl. They were taken to the hosptial and given an unknown treatment. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.